Event description:
The customer reported that the tubing was new out of the package and leaked saline above the flexible tubing before being inserted into the pump. There was no report of any patient harm.

Manufacturer narrative:
The customer¿s report of a leak at the pump segment was confirmed. During visual inspection of the set it was noted that the silicone segment had a tear near the upper fitment. The tear was measured to be 0.0292 inches long. Visual examination under a microscope noted no crush marks to the upper blue fitment. No other anomalies were observed. Functional and pressure testing were performed and a leak was observed coming out from the silicone tubing near the upper fitment. The cause of the leak was a tear in the silicone segment. The root cause of the tear was not identified.